Event description:
Dealer advised received right motor gearbox instead of left motor gearbox out of box from order (B)(4) . Dealer advised box was left motor gearbox but when opened up it was actually a right motor gearbox. Dealer could not provide any further information, (B)(4) .